Event description:
Pt had apex implanted on (B)(6) 2013 and was revised on (B)(6) 2013. At the index surgery, the pt had 18 apex screws implanted from t10 to the ilium along with two 6.0x450 titanium rods and two cross connectors. At time of event, it was noted that the rods had pulled out of the iliac bolts. Screws and set screws were intact. Pt was revised with longer rods and a rod to rod connector was implanted on the distal tip of the rod to create a "jam".

Manufacturer narrative:
Visual examination and performance evaluation of the toque-limiting handles used during the procedure found no abnormalities that could be attributed to the incident reported by the customer. A review of the dhrs of the torque-limiting handle and concomitant devices identified no issues during the manufacturing and release of the torque-limiting handles and concomitant devices that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis identified no observed trends for issues of this nature. At this time, no conclusion can be drawn and the complaint is considered to be closed. Relevant history: pt was non-compliant with bracing after initial surgery and that could have contributed to this incident.